Event description:
It was reported that customer received a lost sensor and transmitter did not blink green when connected. When customer attempted to remove sensor, cannula was not there. Troubleshooting could not be performed as customer was not available. Caller was advised to have customer call helpline and that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.